Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, cause was unknown. Reportedly, the customer required assistance due to bg and emergency services were called and administered intravenous fluids to the customer. The customer went to the emergency room and was subsequently hospitalized and treated with intravenous fluid of saline. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.